Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) adjusted the drift control factor for the luminometer. The fse performed a routine system check which passed within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The exact cause of the event is unknown and could not be determined. Associated mdrs: 2122870-2012-00154, 2122870-2012-00155, 2122870-2012-00156.

Event description:
The customer reported that a no value accutni result with an instrument generated flag, as well as erroneously low thyroid stimulating hormone (tsh) and digoxin results, were generated from an access 2 immunoassay system for multiple patients over two days. This report represents the initial no value accutni result generated on (B)(6) 2012 for one patient sample. The customer referenced another patient with suspect accutni results, however this patient's initial and repeat accutni results were not regarded as erroneous. The associated instrument flag which accompanied the no value result was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. Beckman coulter inc. Assessment of customer supplied data indicated that repeat testing of the patient sample on the same instrument produced a reportable accutni value within the normal reference range, which was regarded as valid and reported out of the laboratory. The no value accutni initial result was not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to the event. No other patient assay results were questioned by the customer as erroneous as part of this event. The test sample was collected in a heparinized plasma tube, and was centrifuged prior to testing. The samples were not analyzed from the primary tubes on the instrument; all samples were aliquoted into sample cups prior to analysis. System checks performed during the timeframe of the event met instrument specifications. The instrument generated 'sample counts outside limits' errors after the event. Beckman coulter inc. Led instrument troubleshooting did not resolve the problem and service was dispatched.